Manufacturer narrative:
The problem appeared to be resolved on (B)(6) 2011 but the reagent probe a started to leak again. This previous event was reported in report #2050012-2011-00653. The field service engineer (fse) replaced bubble generator and the collar wash valve on reagent probe a.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak from unicel dxc 600 pro synchron clinical system. No injury was reported and there was no effect to patient or user.